Event description:
Device malfunction: knot advancement. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/claudication. The following events were noted through a periodic article review. A single-institution retrospective review was performed with 14 pts who underwent percutaneous abdominal aortic aneurysm repair between 2003 and 2007. The purpose of the study was to demonstrate the utility of this approach using a suprarenal fixation device and the prostar xl device using the perclose technique. Complete percutaneous closure was successfully achieved in 13 pts. One immediate hemostatic failure occurred when the knot locked before reaching the vessel wall and required open surgical repair of the common femoral artery using a prosthetic patch. Over follow-up, the same pt required operative repair for progressive claudication occurring on the contralateral side. Duplex imaging revealed a focal common femoral artery stenosis, which was treated with endarterectomy. No other immediate or delayed complications were detected within the pt population.

Manufacturer narrative:
Mark eskandari, md, et al; "percutaneous zenith endografting for abdominal aortic aneurysms", published ann vasc surg 2009; 23: 167-171. This report involves a retrospective review noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device.